Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed. The customer's most recent glucose reading was 475 mg/dl, and she has treated with the insulin pump. Reviewed the alarm history and found multiple no delivery alarms. The programming, time, and date were correct. Ran a fixed prime test and passed. It was stated that the customer had site infections. During the call the mother stated that the customer was hospitalized over a year ago. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.